Event description:
It was reported that ongoing intermittent occlusion alarms occurred leading to the customer's blood glucose level exceeding normal limits as indicated by a "high" reading on the cgm. To address the issue, the customer administered corrective injections using an alternative method. Reportedly, the customer continued to use the pump for insulin therapy.